Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Customer reported previous medical attention, however it was not related to diabetes. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was not performed by the customer due to expired strips. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is six months ago (expired). The meter memory was reviewed for previous test result history. (B)(6).